Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. However, the transmitter assembly providing therapy when the electric shocks occurred has been ruled out. Additionally, the patient having non-curonix devices implanted, the patient having contraindicating conditions, and implanting the device off-label have been ruled out. A potential cause of the electric shock during the MRI is not meeting MRI requirements. The stimulator is used to treat pain. The cause of the electric shocks during an MRI is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported experiencing electric shocks in their right knee during a 3t MRI scan and the MRI was aborted. As of (B)(6) 2026, the patient has not felt any additional electric shocks in their knee. No further information is available at this time.